Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection observed the device was kinked at the proximal and middle section and the spring tip was missing. Overall length was observed to be at 329.2cm. The outer diameter of the distal tip, middle and proximal section of the device were all noted to be within specification.

Event description:
It was reported that the rotawire became stuck in the burr. The target lesion was located in the left coronary artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During procedure inside the patient, it was noted that the rotawire became stuck in the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that the rotawire became stuck in the burr. The target lesion was located in the left coronary artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During procedure inside the patient, it was noted that the rotawire became stuck in the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.